Event description:
It was initially reported on 2012-(B)(6) that the patient's implantable neurostimulator (ins) showed high impedances on three electrodes. The patient also experienced a shocking sensation. The lead appeared to be fractured at the proximal end and was replaced. After replacement, the patient received normal therapeutic effect. Additional information was received on 2012-(B)(6) that reported the patient's programmer incorrectly stated the patient's posture when using the adaptive stimulation feature. The patient was going to contact the manufacturer's representative for programming. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3888-45, lot# v836553, implanted: 2012-(B)(6), explanted: 2012-(B)(6), product type, lead product ID 3888-45, lot# v780541, implanted: 2012-(B)(6), product type lead, product ID 3888-33, lot# v238362, implanted: 2012-(B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead, product ID 37754, serial# (B)(4), product type recharger product ID 3708220, serial# (B)(4), implanted: 2012-(B)(6), product type extension, product ID 3708120, serial# (B)(4), implanted: 2012-(B)(6), product type extension. (B)(4).